Event description:
It was reported by a customer complaint that: the patient's family membe reported the buttons were not working. They stated the pump stopped around 2:00 pm in 2003. Family member stated they changed the battery and the buttons still did not work. They stated they disconnected the patient from the pump and the basal rate was not going through. Blood sugar at 5:37pm was greater than 400. It was reported that there had been no alarms or alerts of any kind to indicate there was any kind of problem. The battery was changed and the pump still did not respond. Patient bolused via sub-q and returned to multiple daily injections until a replacement pump was delivered.